Event description:
A pt complained of a lip ulceration, throat irritation, and skin discoloration. This event occurred with a tee probe that was disinfected with disopa and the probe was used during an eight hr surgery. No bleeding was present from the gastric tube and the pt was able to drink wihtout any difficulty.